Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient product ID: 3550-29, lot# n248235, implanted: (B)(6) 2010, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had lost 130 pounds and since then their device has moved and is extremely painful. They also recently had a knee replacement surgery and the battery moved again and was bulging out of the skin. Since the weight loss they have had no need for their therapy and wanted the device removed.